Event description:
It was reported that the avantx lc+ monitor suspension was at head level. The x-ray technologist hit head and almost passed out. The suspensions can be positioned in a variety of places throughout the room. It is the operator's responsibility to be aware of their surroundings. The leading edge of the suspension is radiused.